Event description:
Literature: farris, s., giroux, m. L. Lead wire fracture associated with normal therapeutic impedance measurements in a patient with a kinetra neurostimulator. Neuromodulation. 2010; 13(1):65-67. Doi: 10.1111/j.1525-1403.2009.00263.x summary: this article presented a case report of a patient with complete lead wire fracture with approximately 3 mm separation of the wire that had therapy impedance measurements that would be consistent with an intact wire. Further diagnostic evaluation was needed to determine the presence of the fracture. Reported event: a female patient with parkinson's disease who had good response to subthalamic nucleus (stn) deep brain stimulation therapy for three years experienced an increase in gait freezing and new onset of brief and episodic left hand dystonic posturing. Two weeks later, the patient was seen by the clinic for possible medication change. Impedance measurements were taken with various head positions. During testing the patient's left hand developed an acute momentary dystonic posturing. The patient did not experience localized surge or paresthesia and still had some clinical benefit from stimulation. Impedance readings showed electrode contact 4 to have measurements >4000 ohms though therapy impedance measurements were normal. Voltage was increased and impedance readings were retaken in different head positions. There was a variance in the electrode impedance readings for each contact ranging from 1027 ohms to 3100 ohms. An x-ray was taken which revealed a break in the right lead. The lead was replaced, during which surgery it was noted that the lead was completely fractured and the right connector had slipped into the upper cervical region. The connectors were placed then into a bone trough in the parietal area and covered with periosteum to prevent future slippage. After replacement, the patient experienced discomfort of the area under her continuous positive airway pressor mask straps that fit snug around her scalp. The straps fit over the area of the initial lead wire fracture and were thought to be a possible cause for the fracture. It was also stated that the patient underwent a successful right extension wire replacement one year before due to a short circuit (see MFR report# 3007566237-2012-00174).

Manufacturer narrative:
Continuation of concomitant medical products: wn implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk; lead model 3387 lot# unknown serial# unk implanted: unk explanted: unk; lead model 3387 lot# unknown serial# unk implanted: unk explanted: unk. The actual event date was unknown and was estimated based on the date the article was received for publication.